Event description:
On (B)(6) 2009, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprosthesis. Final angiography showed resolution of the aneurysm, and the pt tolerated the procedure. On an unk date, f/u imaging identified an increase of 1 cm in diameter of the aneurysm sac with no evidence of endoleak. An intervention has not been performed to treat the aneurysm at this time.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l devices implanted and involved in this event.